Event description:
It was reported that the patient was lost to follow-up, and presented to clinic where a software upgrade was performed. Immediately after the upgrade, a device reset occurred. A download was performed and the device was restored, but was found to be at eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description included. The reported reset was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.